Manufacturer narrative:
The insulin pump was received with an intermittent button response due to moisture damage on the keypad traces. However, the insulin pump passed the functional testing, including the operating currents measurement test, self -test, unexpected restart error test, displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No missing segments or partial display noted. The insulin pump had a cracked case at display window corner, reservoir tube lip, minor scratched and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a partial display. The customer¿s blood glucose level was unknown at the time of the incident. Customer took out the batteries and battery cap, and set the insulin pump for 24 hours. Also the buttons were not sensitive. The insulin pump will be returned for analysis.